Event description:
Customer reported via phone call that they received a motor and a button error alarm. Customer states that their blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip. The motor passed the motor test.